Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID 3889-33 lot#: va1mh1x, implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 08-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins twisted and the lead wire broke off. It hurt so bad, the patient had been going through this since (B)(6) 2020. They met with a rep in (B)(6) who turned the stimulation off because it was shocking them. Patient moved and was looking for a new doctor to perform revision surgery. Physician listings were provided, but the patient preferred to speak to someone in the field to locate someone closer.